Event description:
It was reported that a pt underwent a breast reduction procedure on (B)(6) 2009 and topical skin adhesive was used on, underneath and to the side of the breast. The pt developed redness and blistering and oozing of the skin which was noticed on (B)(6) 2010. The physician saw the pt on (B)(6) 2010 and removed the topical skin adhesive. The pt was given keflex and a wound dressing was applied. The symptoms went away in a few days.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.